Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer treated with the bolus. Troubleshooting was not performed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer was unknown whether insulin pump was under delivering or not. Customer stated that there were 3 champagne size bubbles in the tubing. The insulin pump will not be returned for analysis.